Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : there's no product code or lot number provided, therefore a worldwide complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implant assembly, when it came to screwing the stem directly on to the femoral component, it did not thread on completely. It sat about 5mm proud and therefore could not be torqued on. No visible damage to the thread. No surgical delay or patient consequences.